Event description:
Hosp advised that the pump and module were set up to infuse dobutamine using this disposable set, at a rate of 2.5ml hr. The user placed the set in the pump, closed the door and started the infusion. She was describing the set up to the pt, when she observed that the drips appeared to be very fast, and at the same time the pt indicated pt was not feeling right. She stopped the infusion, and set it up on another device. There was no pt consequence.